Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. This event occurred in (B)(6).

Event description:
The initial reported received questionable results from coaguchek xs meter serial number (B)(4). At 07:54 am, the result was 6.4 inr. At 07:55 am, the result was 6.4 inr. At 08:02 am, the result was 6.2 inr. At 08:47 am, the result was 6.4 inr. At 09:00 am, the result from the laboratory was 4.7 inr. The laboratory method was not known. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr.